Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. At 6:05am low inspiratory pressure alarm occurred. At 6:06am low circuit leak alarm occurred and then the ventilator inoperative alarm occurred, and the device stopped operating. They attempted to power on the device 4-5 times, but it immediately stopped operating after each time. At 7:40am the device was replaced with another trilogy. According to the patient's family, a whirring sound had come from the device the last two days. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at the manufacturer's service center, the ventilator inoperative alarm was confirmed. The device's blower assembly was replaced to address the issue. Additionally, the stirring fan foam, pollen filter, power cord, exhaust fan assy, and 43 micron filter were replaced for maintenance. Repair test, alarm check, battery check, run in tests, and cleaning were performed. The unit operated properly.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. At 6:05am low inspiratory pressure alarm occurred. At 6:06am low circuit leak alarm occurred and then the ventilator inoperative alarm occurred and the device stopped operating. They attempted to power on the device 4-5 times, but it immediately stopped operating after each time. At 7:40am the device was replaced with another trilogy. According to the patient's family, a whirring sound had come from the device the last two days. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.